Event description:
It was reported that the device's patient connector needs replacement. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the patient connector, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.